Event description:
It was reported that the right ventricular [rv] lead had a superior vena cava [svc] fracture and the svc impedance measurements have been high. The rv lead remains in use as it was determined by the patient's physician that the lead performance issues are not causing adverse effects to the patient's therapy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.